Event description:
The reporter rec'd an er1 message. She stated, "last week I got error one, but I waited too long to put the strip in the meter because I couldn't get enough blood" she retested stating, "I got a reading of 150. My blood has never been over 500".